Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having minimally invasive tran sforaminal lumbar interbody fusion (mis-tlif, l5¿s1) due to spinal degeneration. It was reported that after selecting the appropriate screw size for implantation, the screw was implanted and the rod was placed. However, when attempting to secure the rod, the nut c ould not be properly locked despite multiple attempts. The surgeon then replaced the screw with another screw of the same size, after which the nut was successfully locked and the surgery was completed smoothly. There were no patient symptoms reported. There were no further complications reported regarding the event.